Event description:
It was reported that the pacemaker exhibited functional undersensing as premature ventricular contractions (pvcs) were falling into the blanking period, and loss of capture as the device would pace after the pvcs before the heart repolarized. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.